Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and clinical evaluation. Sections: g3, g6, h2, h6, h11 have been updated. Imagery was provided for review. Per CT, it appears that there is a sufficient amount of calcium on the leaflets to hold the valve in place. The valve was implanted with nominal volume in the balloon. Unfortunately, we do not have any implant images or post implant images for this patient, so it may not be possible to determine a root cause. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral tavr procedure a 26mm sapien 3 ultra valve was implanted in normal fashion with no apparent complications. Approximately 15-20 minutes post sheath removal and closure of vessel, the patient became hemodynamically unstable. Fluoro imaging revealed the valve had migrated into the left ventricle. Emergency savr was performed and the 26mm sapien 3 ultra valve was explanted and replaced with a 23mm inspiris surgical valve. The patient left the cath lab suite in stable condition.

Manufacturer narrative:
Investigation is underway.